Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device intermittently undersensed vt/vf episodes. The device delivered appropriate atp and shock therapies which converted the rhythm. The patient was externally defibrillated and on a ventilator in the emergency room. Programming changes were recommended.